Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed because the device was perpetually rebooting. An internal visual inspection was performed and passed. The log was not downloaded for review because the device was perpetually rebooting. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.